Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue. There was no reported damage to the pump or indication that there was moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2014 with the following findings: the black box recorded unexplained pump reboot events. The battery compartment was cracked at the threads. There was corrosion in the battery compartment and on the cap spring. The battery cap was measured to be within specifications. The pump failed a leak test due to the compartment crack. During a 24 hour test, the pump lost power. There was no evidence of additional moisture damage to the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.